Event description:
It was reported a malfunction in which the impactor broke in the process of the component implantation.

Manufacturer narrative:
The r3 straight shell impactor was returned and evaluated. A visual inspection revealed that the striking platform has fractured off the device. The fracture point on the device has material deformation consistent with repeated strikes. Additionally, the threads of the impactor have no damage and accepted the corresponding mating part. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the associated batch did not reveal additional complaints. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.